Event description:
Two imed infusion devices were placed in use during a full arrest situation in order to infuse dopamine and lidocaine. Both devices alarmed patient occlusion despite verification that the lines to the patient were in order. An approximate ten minute delay was caused while problem-solving the infusion system and applying different devices. When the new imed pumps were placed the original tubing set up functioned to deliver medications as ordered. However, the paitnet expired 25 minutes after arrival to the hospital in full arrest.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-jun-92. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.